Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has not charged her implant for 2 years. Mdt rep reports he has performed physician mode recharge and was able to charge the implantable neurostimulator (ins) to 50% and was working on 75% quartile. When he attempted to interrogate patient's device, he is not able to as it was showing device deleted. Agent reviewed you cannot tell how many overdischarges on the clinician programmer app or patient programmer; it would require log files to be sent to medtronic. Agent suggested recharging ins. Rep reports he is not able to see the normal charging screen. Suggested performing physician recharge mode. No symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the neurostimulator was going to be replaced with a non-rechargeable one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.